Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that last night they went to charge their implanted neurostimulator, they plugged in the dock, put the charger on it and the lights on the recharger were scrolling. Worked with patient to reset the charger by holding down the power button for 45 seconds on and off the dock. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. The patient mentioned other medical history. This included patient also said they think the muscles that helped them not be incontinent were kind of deconditioned so they are continuing with physical therapy that has helped with their continence and they also think their device has helped too so they needs to be stronger. Patient said their stimulator is at 2.7 and they think it was fully charged but they think they just went too long before recharging and therapy turned off. Pt said that has happened before in the past and they had to turn it back on using their handset. Offered and sent email with recharger pairing information. Redirected to their doctor.

Manufacturer narrative:
Continuation of d10: product ID wr9220. Serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6): h3: analysis of the returned wireless recharger (s/n: (B)(6) revealed that the patient's complaint was confirmed, the device led's scroll continuously and the device is unresponsive. The flash sector read/write protection bits have become set. No visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.